Event description:
It was reported that after the patient complained of "not being able to get [their] rate beyond sixty-five beats-per-minute", the device was showing at "elective replacement indicator" (eri) status. At device interrogation one week prior the device was showing a lower battery voltage reading than the one which now tripped the eri status. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. The high resistance/impedance lead to eri.